Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR:returned product consisted of a nc quantum apex balloon catheter with the original box and a stopcock attached to the hub. There was blood in the inflation lumen and in the balloon. Examination under magnification revealed a balloon pinhole 4mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending(lad) artery. A 15mm x 2.75mm nc quantum apex balloon catheter was selected to post-dilate the lesion. However, during the first inflation the balloon ruptured at an unspecified pressure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complication was reported and the status of the patient is good.